Event description:
The following has been reported: "error 22 (0008). Syringe is not detected by the device" error 22 is described by the technical manual as a force sensor issue. Reporting due to the referenced issue. No reports of any adverse effects sustained by a patient or any patient involvement. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was not sent back for investigation, only 2 pictures showing the error message have been sent. No more information was provided. Without the affected sample, no investigation can be performed and no root cause can be determined. An internal CAPA has been closed in 2018 after the device manufacturing in order to reduce the occurrence of error 22. Since this CAPA, the number of error 22 has decreased. To our knowledge no patient consequences have been reported. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.